Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was returned with the rest of device. The remaining wave guide and the broken piece were inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide probably came in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user's guide for this sys warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.

Event description:
The customer originally reported that the during an ladg procedure, a red indicator light was provided by the sys and the device stopped working. A new dissector was installed and was used to successfully complete the procedure. There was no pt injury. The device was returned for evaluation with a piece of the active wave guide disengaged. The piece was returned with the remainder of the waveguide. The device may have broken after the procedure during cleaning or during transport to covidien boulder. Additional questions in regard to the incident have been asked.